Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, it was noted that both the patient's right atrial and right ventricular leads were dislodged. The leads were disabled and the patient was provided a life vest. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted the patient's right atrial and right ventricular leads were explanted and replaced on (B)(6) 2019. The patient was stable throughout.